Event description:
The customer reported the generation of false low ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl) patient results on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for seventy-three (73) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the customer's au5800 chemistry analyzer and determined the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. The fse verified system performance and no further issues were reported. Information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).